Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following multiple falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the right lead and migration of the left lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.